Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Cam02d inter-cranial pressure and temperature monitor (demo) had a blank screen. This event occurred during a demonstration.